Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter had a small hole in the cannula. The following information was provided by the initial reporter: "when placing the catheter, the customer observed a hole in the plastic cannula, where the blood went out, before the cath. Were placed. Hcp with many years of experience."